Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the band detached from the scope when it was deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, it was reported that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.